Event description:
Info received indicates the head of the bed is drifting down slowly.

Manufacturer narrative:
The tech isolated the issue to the hydraulic manifold. He replaced the hydraulic manifold to repair the bed.